Manufacturer narrative:
This report is associated with argus case (B)(4), polident overnight denture cleanser tablets.

Event description:
Polident overnight whitening solution was left in a glass and was ingested by accident [accidental device ingestion]. Case description: this case was reported by a consumer and described the occurrence of accidental device ingestion in a (B)(6) female patient who received double salt denture cleanser (polident overnight denture cleanser tablets) tablet (batch number (B)(4), expiry date 23rd march 2016) for dental cleaning. On (B)(6) 2016, the patient started polident overnight denture cleanser tablets. On (B)(6) 2016, an unknown time after starting polident overnight denture cleanser tablets, the patient experienced accidental ingestion of drug. On an unknown date, the patient experienced accidental device ingestion (serious criteria gsk medically significant) and expired drug used. On an unknown date, the outcome of the accidental device ingestion, expired drug used and accidental ingestion of drug were unknown. It was unknown if the reporter considered the accidental device ingestion to be related to polident overnight denture cleanser tablets. Additional details, the adverse event information was received on 19 october 2016. The consumer reported that polident overnight whitening solution was left in a glass and was ingested by accident. Upon gathering information about the product the lot code of the product showed the product was expired 23 march 2016 as per the shelf life. The consumer asked what kind of issues could happen if the solution was ingested and was told to not induce vomiting, rinse mouth out, to drink plenty of water and to speak to a health care professional for medical attention. The consumer was told to cease using the expired product.